Event description:
Related manufacturer reference number: 2017865-2025-11765. Related manufacturer reference number: 2017865-2025-11767. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.